Event description:
Account states a small melt on the inspiratory side about 12 inches back from wye. Melt is about 1 inch long. The circuit was found resting on top of pt across bed. Vent read leakage and heater set at 34.5. Tubing not hot, but warm.